Event description:
It was reported that a patient received inappropriate therapy notification via merlin.net during atrial fibrillation with rapid ventricular response due to atrial events diagnosed as vt. The patient is scheduled for programming changes.

Manufacturer narrative:
(B)(4).